Manufacturer narrative:
(B)(4).

Event description:
The pt experienced an overdose; the pt had numbness in his legs after a bridge bolus programming error. The bridge bolus was programmed with the old concentration (20 mg) instead of the old drug desired dose (6.505 mg/day). The bridge ran for approximately 1 hour before it was stopped. The device system was used to deliver morphine. Additional info has been requested a follow-up report will be sent if additional info becomes available.